Event description:
Procedure: sils ileocecal resection. According to the reporter, during the procedure, a portion of the shaft of the grasper weakened, causing a splinter of plastic to fall into the patient abdomen. This piece was removed with graspers and another grasper was opened to continue. There was no patient injury reported. Patient status reported as okay.

Manufacturer narrative:
(B) (4).